Manufacturer narrative:
This report is submitted on jul 25, 2023.

Event description:
Per the clinic, the patient experienced infection which was treated with antibiotics. The device was explanted under a general anaesthetic (date unknown). It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on september 4, 2023.